Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable, which resulted in the pump shutting down. There was no reported impact to the customer¿s blood glucose level. A new charging cable was sent to the customer to resolve the issue.